Event description:
Pt was implanted with 3.5mm lcp medial distal tibia plate construct on (B)(6) 2012 for a distal tibia fracture. Pt complained of ankle pain. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt's fracture was healed; therefore, pt was not revised with any add'l hardware. Procedure was completed with no problems. This is 1 of 13 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The mfg records were reviewed and no complaint related issues were found. All product released met applicable visual and dimensional spec requirements.